Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level and diabetic ketoacidosis. The customer had symptoms such as vomiting and dry mouth and treated with fluids. Customer indicated that their doctor has been contacted and that the hospitalization may have been due to a stomach virus. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.